Manufacturer narrative:
No button error alarm noted. Unit had no button response due to flattened dome switch (creased). Unable to test for excessive no delivery alarm and motor error alarm due to no button response. Unit had a missing end cap sticker, cracked case at display window corner (upper right and upper left corners), scratched display window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 5.7 mmol/l. Troubleshooting was performed. The device was returned for analysis.